Event description:
During heart cath, asahi intecc guidewire- end of wire/coil broke off as wire was being removed from obtuse marginal vessel. Coil caused perforation of om- patient decompensated, coded, and expired. FDA safety report ID # (B)(4).